Event description:
It was reported that the pump time was incorrect, cause was unknown. As a result, the customers blood glucose (bg) lowered to 58 mg/dl and they lost consciousness and experienced a seizure. Cardiopulmonary resuscitation was performed that resulted in broken ribs. Customer was subsequently admitted to the emergency room to address low bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.